Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("3 pieces submitted to pathology"), uterine perforation ("essure migrating to her uterus/perforation/migration of essure device/the location of the perforation: right cornua"), pelvic pain ("right sided pelvic pain subsided within one week of implant removal/ constant localized pain in the right pelvic area"), pregnancy with contraceptive device ("4 months pregnant after the essure was implanted (5 weeks 2 days)") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included inguinal hernia repair in 2011, femoral hernia repair in 2011, multigravida, parity 3 (B)(6) 1994, (B)(6) 1996, (B)(6) 2001), premature baby 26 to 32 weeks, food allergy, right lower quadrant pain, genital herpes, recurrent abortion and colposcopy (biopsy). Previously administered products included for an unreported indication: oral contraceptive pills. Family history included breast cancer (mother; maternal second cousins (2)) and ovarian cancer (maternal great grandmother). Concomitant products included diazepam (valium), fish oil, ketorolac since (B)(6) 2015, levonorgestrel (plan b) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("fast and easy in-office procedure with little pain"). In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain") and dyspareunia ("painful sex/pain during intercourse"). In 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and menstruation irregular ("heavy abnormal irregular menstrual cycles"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), depressed mood ("depression/feelings of depression"), complication of device insertion ("inability to place the essure device in my left fallopian tube due to it not being patent/failed essure"), menstrual disorder ("heavy abnormal irregular menstrual cycles"), menometrorrhagia ("heavy abnormal irregular menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel") and feeling guilty ("guilt-complications of pregnancy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, depressed mood, procedural pain, complication of device insertion, menstrual disorder, menometrorrhagia, allergy to metals and feeling guilty outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, alopecia, dyspareunia and menstruation irregular had resolved, the abdominal pain had not resolved and the migraine was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depressed mood, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, genital haemorrhage, menometrorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain and uterine perforation to be related to essure. The reporter commented: migraines was treated with otc medications. Plaintiff denies that use of essure caused or aggravated any psychiatric and/or psychological conditions. On (B)(6) 2014, she had hysteroscopy with insertion of device to occlude fallopian tubes. She was not using contraception using condoms and spermicide. On (B)(6) 2014, it was unable to insert left coil due to patients¿ pain tolerance level and possible left tubal occlusion. Patient denied bleeding discharge or pain. On (B)(6) 2014, patient presented with menstrual complaints. She is having right lower quadrant pain that is worse with bowel movements. She was not using contraception. She did not follow up for postop hsg to assess left tubal patency. She missed the most recent menstrual period. Thinks she may be pregnant. She had oligo menorrhea. On (B)(6) 2014, her procedure was painful and left side could not be inserted due to tolerance and tubal spasm. She was discussed tubal sterilization, recommended salpingectomy for risk reduction and discussed an attempt at removal of essure device. She was planning for laparoscopic bilateral salpingectomy, removal of right sided essure device, permanent sterilization scheduled on (B)(6). On (B)(6) 2015, she had pink discharge and cramping. She never had bilateral tubal ligation for open fallopian tube. She missed period. On (B)(6) 2017, she presented with urinary tract infection and right sided pelvic pain. She has had several days of frequency and blood in urine. -she had not sought medical treatment pain during intercourse, heavy bleeding, hair loss. On (B)(6) 2010, hsv 2 igg: >5 negative <0.9 positive >1.1. On (B)(6) 2014, hcg urine test was done. Current weight 180 pounds; approximate weight at the time of essure placement 189 pounds. On (B)(6) 2017, pathology report showed cervix benign cervical transformation zone with hyperkeratosis, squamous metaplasia, acute and chronic inflammation and reactive changes. No intraepithelial lesion or malignancy identified. Discrepancy noted. Plaintiff claimed that date she learned perforation (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: negative. Pregnancy test - on (B)(6) 2014: results: positive; on (B)(6) 2014: results: positive; on 19(B)(6) 2015: results: negative. Ultrasound scan - on (B)(6) 2014: results: pregnancy confirmed. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. Lack of efficacy is a known possible undesirable event which can occur with the use of any product. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the limited provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 14-mar-2019: per plaintiff fact sheet following events: essure confirmation test(s) conducted: no and 3 pieces submitted to pathology was added. Essure migrating to her uterus/perforation/migration of essure device/right coruna was coded to uterine perforation (previously reported as device dislocation). She had recovered from following events: hair loss, pelvic pain, dysmenorrhea, dyspareunia, fatigue, genital bleeding and irregular menses. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("3 pieces submitted to pathology"), uterine perforation ("essure migrating to her uterus/perforation/migration of essure device/the location of the perforation: right cornua"), pelvic pain ("right sided pelvic pain subsided within one week of implant removal/ constant localized pain in the right pelvic area"), pregnancy with contraceptive device ("4 months pregnant after the essure was implanted (5 weeks 2 days)") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included inguinal hernia repair in 2011, femoral hernia repair in 2011, multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996, (B)(6) 2001), premature baby 26 to 32 weeks, food allergy, right lower quadrant pain, genital herpes, recurrent abortion, colposcopy (biopsy), ache, pain in hip, lymphadenopathy inguinal, headache and mucosal thickening. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included leg pain, ankle injury and difficulty in walking. Family history included breast cancer (mother; maternal second cousins (2)) and ovarian cancer (maternal great grandmother). Concomitant products included diazepam (valium), fish oil, ketorolac since (B)(6) 2015, levonorgestrel (plan b) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("fast and easy in-office procedure with little pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain") and dyspareunia ("painful sex/pain during intercourse"). In 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and menstruation irregular ("heavy abnormal irregular menstrual cycles"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), depressed mood ("depression/feelings of depression"), complication of device insertion ("inability to place the essure device in my left fallopian tube due to it not being patent/failed essure"), menstrual disorder ("heavy abnormal irregular menstrual cycles"), menometrorrhagia ("heavy abnormal irregular menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel") and feeling guilty ("guilt-complications of pregnancy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, depressed mood, procedural pain, complication of device insertion, menstrual disorder, menometrorrhagia, allergy to metals and feeling guilty outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, alopecia, dyspareunia and menstruation irregular had resolved, the abdominal pain had not resolved and the migraine was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depressed mood, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, genital haemorrhage, menometrorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain and uterine perforation to be related to essure. The reporter commented: migraines was treated with otc medications. Plaintiff denies that use of essure caused or aggravated any psychiatric and/or psychological conditions. On (B)(6) 2014, she had hysteroscopy with insertion of device to occlude fallopian tubes. She was not using contraception using condoms and spermicide. On (B)(6) 2014, it was unable to insert left coil due to patients¿ pain tolerance level and possible left tubal occlusion. Patient denied bleeding discharge or pain. On (B)(6) 2014, patient presented with menstrual complaints. She is having right lower quadrant pain that is worse with bowel movements. She was not using contraception. She did not follow up for postop hsg to assess left tubal patency. She missed the most recent menstrual period. Thinks she may be pregnant. She had oligo menorrhea. On (B)(6) 2014, her procedure was painful and left side could not be inserted due to tolerance and tubal spasm. She was discussed tubal sterilization, recommended salpingectomy for risk reduction and discussed an attempt at removal of essure device. She was planning for laparoscopic bilateral salpingectomy, removal of right sided essure device, permanent sterilization scheduled on 09-oct. On (B)(6) 2015, she had pink discharge and cramping. She never had bilateral tubal ligation for open fallopian tube. She missed period. On (B)(6) 2017, she presented with urinary tract infection and right sided pelvic pain. She has had several days of frequency and blood in urine. -she had not sought medical treatment pain during intercourse, heavy bleeding, hair loss. On (B)(6) 2010, hsv 2 igg: >5 negative <0.9 positive >1.1 on (B)(6) 2014, hcg urine test was done. Current weight 180 pounds; approximate weight at the time of essure placement 189 pounds on (B)(6) 2017, pathology report showed cervix benign cervical transformation zone with hyperkeratosis, squamous metaplasia, acute and chronic inflammation and reactive changes. No intraepithelial lesion or malignancy identified. Discrepancy noted.plaintiff claimed that date she learned perforation (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: negative. Pregnancy test - on (B)(6) 2014: results: positive; on (B)(6) 2014: results: positive; on (B)(6) 2015: results: negative. Ultrasound scan - on (B)(6) 2014: results: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 pieces submitted to pathology'), uterine perforation ('essure migrating to her uterus/perforation/migration of essure device/the location of the perforation: right cornua') and pelvic pain ('right sided pelvic pain subsided within one week of implant removal/ constant localized pain in the right pelvic area') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included inguinal hernia repair in 2011, femoral hernia repair in 2011, multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996, (B)(6) 2001), premature baby 26 to 32 weeks, food allergy, right lower quadrant pain, genital herpes, recurrent abortion, colposcopy (biopsy), ache, pain in hip, lymphadenopathy inguinal, headache and mucosal thickening. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included leg pain, ankle injury and difficulty in walking. Family history included breast cancer (mother; maternal second cousins (2)) and ovarian cancer (maternal great grandmother). Concomitant products included diazepam (valium), fish oil, ketorolac since (B)(6) -2015, levonorgestrel (plan b) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("fast and easy in-office procedure with little pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual pain") and dyspareunia ("painful sex/pain during intercourse"). In 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding"), fatigue ("fatigue") and menstruation irregular ("heavy abnormal irregular menstrual cycles"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), depressed mood ("depression/feelings of depression"), complication of device insertion ("inability to place the essure device in my left fallopian tube due to it not being patent/failed essure"), menstrual disorder ("heavy abnormal irregular menstrual cycles"), menometrorrhagia ("heavy abnormal irregular menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel"), feeling guilty ("guilt-complications of pregnancy") and menorrhagia ("heavy bleeding") and was found to have a pregnancy with contraceptive device ("4 months pregnant after the essure was implanted (5 weeks 2 days)"). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, depressed mood, procedural pain, complication of device insertion, menstrual disorder, menometrorrhagia, allergy to metals, feeling guilty and menorrhagia outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, alopecia, dyspareunia and menstruation irregular had resolved, the abdominal pain had not resolved and the migraine was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depressed mood, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain and uterine perforation to be related to essure. The reporter commented: migraines was treated with otc medications. Plaintiff denies that use of essure caused or aggravated any psychiatric and/or psychological conditions. On (B)(6) 2014, she had hysteroscopy with insertion of device to occlude fallopian tubes. She was not using contraception using condoms and spermicide. On (B)(6) 2014, it was unable to insert left coil due to patients¿ pain tolerance level and possible left tubal occlusion. Patient denied bleeding discharge or pain. On (B)(6) 2014, patient presented with menstrual complaints. She is having right lower quadrant pain that is worse with bowel movements. She was not using contraception. She did not follow up for postop hsg to assess left tubal patency. She missed the most recent menstrual period. Thinks she may be pregnant. She had oligo menorrhea. On (B)(6) 2014, her procedure was painful and left side could not be inserted due to tolerance and tubal spasm. She was discussed tubal sterilization, recommended salpingectomy for risk reduction and discussed an attempt at removal of essure device. She was planning for laparoscopic bilateral salpingectomy, removal of right sided essure device, permanent sterilization scheduled on 09-oct. On (B)(6) 2015, she had pink discharge and cramping. She never had bilateral tubal ligation for open fallopian tube. She missed period. On (B)(6) 2017, she presented with urinary tract infection and right sided pelvic pain. She has had several days of frequency and blood in urine. -she had not sought medical treatment pain during intercourse, heavy bleeding, hair loss. On (B)(6) 2010, hsv 2 igg: >5 negative <0.9 positive >1.1 on (B)(6) 2014, hcg urine test was done. Current weight 180 pounds; approximate weight at the time of essure placement 189 pounds on (B)(6) 2017, pathology report showed cervix benign cervical transformation zone with hyperkeratosis, squamous metaplasia, acute and chronic inflammation and reactive changes. No intraepithelial lesion or malignancy identified. Discrepancy noted date of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: negative. Pregnancy test - on (B)(6) 2014: results: positive; on (B)(6) 2014: results: positive; on (B)(6) 2015: results: negative. Ultrasound scan - on (B)(6) 2014: results: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received. New event heavy bleeding was added. Reporter causality comment, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 pieces submitted to pathology'), uterine perforation ('essure migrating to her uterus/perforation/migration of essure device/the location of the perforation: right cornua') and pelvic pain ('right sided pelvic pain subsided within one week of implant removal/ constant localized pain in the right pelvic area') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included inguinal hernia repair in 2011, femoral hernia repair in 2011, multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996, (B)(6) 2001), premature baby 26 to 32 weeks, food allergy, right lower quadrant pain, genital herpes, recurrent abortion, colposcopy (biopsy), ache, pain in hip, lymphadenopathy inguinal, headache and mucosal thickening. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included leg pain, ankle injury and difficulty in walking. Family history included breast cancer (mother; maternal second cousins (2)) and ovarian cancer (maternal great grandmother). Concomitant products included diazepam (valium), fish oil, ketorolac since (B)(6) 2015, levonorgestrel (plan b) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("fast and easy in-office procedure with little pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual pain") and dyspareunia ("painful sex/pain during intercourse"). In 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding"), fatigue ("fatigue") and menstruation irregular ("heavy abnormal irregular menstrual cycles"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), depressed mood ("depression/feelings of depression"), complication of device insertion ("inability to place the essure device in my left fallopian tube due to it not being patent/failed essure"), menstrual disorder ("heavy abnormal irregular menstrual cycles"), menometrorrhagia ("heavy abnormal irregular menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel"), feeling guilty ("guilt-complications of pregnancy") and menorrhagia ("heavy bleeding") and was found to have a pregnancy with contraceptive device ("4 months pregnant after the essure was implanted (5 weeks 2 days)"). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, depressed mood, procedural pain, complication of device insertion, menstrual disorder, menometrorrhagia, allergy to metals, feeling guilty and menorrhagia outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, alopecia, dyspareunia and menstruation irregular had resolved, the abdominal pain had not resolved and the migraine was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depressed mood, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain and uterine perforation to be related to essure. The reporter commented: migraines was treated with otc medications. Plaintiff denies that use of essure caused or aggravated any psychiatric and/or psychological conditions. On (B)(6) 2014, she had hysteroscopy with insertion of device to occlude fallopian tubes. She was not using contraception using condoms and spermicide. On (B)(6) 2014, it was unable to insert left coil due to patients¿ pain tolerance level and possible left tubal occlusion. Patient denied bleeding discharge or pain. On (B)(6) 2014, patient presented with menstrual complaints. She is having right lower quadrant pain that is worse with bowel movements. She was not using contraception. She did not follow up for postop hsg to assess left tubal patency. She missed the most recent menstrual period. Thinks she may be pregnant. She had oligo menorrhea. On (B)(6) 2014, her procedure was painful and left side could not be inserted due to tolerance and tubal spasm. She was discussed tubal sterilization, recommended salpingectomy for risk reduction and discussed an attempt at removal of essure device. She was planning for laparoscopic bilateral salpingectomy, removal of right sided essure device, permanent sterilization scheduled on 09-oct. On (B)(6) 2015, she had pink discharge and cramping. She never had bilateral tubal ligation for open fallopian tube. She missed period. On (B)(6) 2017, she presented with urinary tract infection and right sided pelvic pain. She has had several days of frequency and blood in urine. -she had not sought medical treatment pain during intercourse, heavy bleeding, hair loss. On (B)(6) 2010, hsv 2 igg: >5 negative <0.9 positive >1.1. On (B)(6) 2014, hcg urine test was done. Current weight 180 pounds; approximate weight at the time of essure placement 189 pounds on (B)(6) 2017, pathology report showed cervix benign cervical transformation zone with hyperkeratosis, squamous metaplasia, acute and chronic inflammation and reactive changes. No intraepithelial lesion or malignancy identified. Discrepancy noted date of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: negative. Pregnancy test - on (B)(6) 2014: results: positive; on (B)(6) 2014: results: positive; on (B)(6)2015: results: negative. Ultrasound scan - on (B)(6) 2014: results: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure migrating to her uterus"), pelvic pain ("right sided pelvic pain subsided within one week of implant removal/ constant localized pain in the right pelvic area"), pregnancy with contraceptive device ("(B)(6) pregnant after the essure was implanted (5 weeks 2 days)") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included inguinal hernia repair in 2011, femoral hernia repair in 2011, multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996, (B)(6) 2001), premature baby (B)(6) weeks, food allergy, right lower quadrant pain, genital herpes, miscarriage. Previously administered products included for an unreported indication: oral contraceptive pills. Family history included breast cancer (mother; maternal second cousins (2)) and ovarian cancer (maternal great grandmother). Concomitant products included colecalciferol (vitamin d), diazepam (valium), fish oil, ketorolac on (B)(6) 2015 and levonorgestrel (plan b). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural pain ("fast and easy in-office procedure with little pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), depressed mood ("depression/feelings of depression"), fatigue ("fatigue"), complication of device insertion ("inability to place the essure device in my left fallopian tube due to it not being patent/failed essure"), alopecia ("hair loss"), dyspareunia ("painful sex"), menstrual disorder ("heavy abnormal irregular menstrual cycles"), menstruation irregular ("heavy abnormal irregular menstrual cycles"), menometrorrhagia ("heavy abnormal irregular menstrual cycles"), allergy to metals ("hypersensitivity reaction to nickel") and feeling guilty ("guilt-complications of pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy) and surgery (hysteroscopy with insertion of device to occlude fallopian tubes and laparoscopic salpingectomy). At the time of the report, the device expulsion, pregnancy with contraceptive device, depressed mood, procedural pain, complication of device insertion, alopecia, dyspareunia, menstrual disorder, menstruation irregular, menometrorrhagia, allergy to metals and feeling guilty outcome was unknown, the pelvic pain, fatigue and migraine was resolving and the genital haemorrhage, dysmenorrhoea and abdominal pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depressed mood, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, genital haemorrhage, menometrorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: migraines was treated with otc medications. Plaintiff denies that use of essure caused or aggravated any psychiatric and/or psychological conditions. On (B)(6) 2014, she had hysteroscopy with insertion of device to occlude fallopian tubes. She was not using contraception using condoms and spermicide. On (B)(6) 2014, it was unable to insert left coil due to patients' pain tolerance level and possible left tubal occlusion. Patient denied bleeding discharge or pain. On (B)(6) 2014, patient presented with menstrual complaints. She is having right lower quadrant pain that is worse with bowel movements. She was not using contraception. She did not follow up for postop hsg to assess left tubal patency. She missed the most recent menstrual period. Thinks she may be pregnant. She had oligo menorrhea. On (B)(6) 2014, her procedure was painful and left side could not be inserted due to tolerance and tubal spasm. She was discussed tubal sterilization, recommended salpingectomy for risk reduction and discussed an attempt at removal of essure device. She was planning for laparoscopic bilateral salpingectomy, removal of right sided essure device, permanent sterilization scheduled on (B)(6). On (B)(6) 2015, she had pink discharge and cramping. She never had bilateral tubal ligation for open fallopian tube. She missed period. On (B)(6) 2017, she presented with urinary tract infection and right sided pelvic pain. She has had several days of frequency and blood in urine. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: negative pregnancy test - on (B)(6) 2014: positive; on (B)(6) 2014: positive; on (B)(6) 2015: negative ultrasound scan - on (B)(6) 2014: pregnancy confirmed on (B)(6) 2010, (B)(6) igg: >5 negative <0.9 positive >1.1 on (B)(6) 2014, hcg urine test was done. Current weight (B)(6); approximate weight at the time of essure placement 189 pounds on (B)(6) 2017, pathology report showed cervix benign cervical transformation zone with hyperkeratosis, squamous metaplasia, acute and chronic inflammation and reactive chages. No intraepithelial lesion or malignancy identified on (B)(6) 2014, transvaginal ultrasound- gestational sac was seen. A yolk sac was not seen and a fetal pole was not visualized. Early intrauterine pregnancy (B)(6). Right corpus luteum cyst. Right essure coil appears displaced quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. Lack of efficacy is a known possible undesirable event which can occur with the use of any product. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the limited provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-sep-2017: reporter added. This case is now medically confirmed. Historical condition, historical drug and lab data added, surgery- laparoscopic salpingectomy and essure coil removal was added, concomitant product added and reporter causality comment added and event guilt-complications of pregnancy was added and outcome of event fatigue migraines and right sided pelvic pain was added as recovering/resolving. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure migrating to her uterus"), pelvic pain ("right sided pelvic pain subsided within one week of implant removal/ constant localized pain in the right pelvic area"), pregnancy with contraceptive device ("4 months pregnant after the essure was implanted") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included inguinal hernia repair in 2011, femoral hernia repair in 2011, multigravida, parity 3 ((B)(6) 1994, (B)(6) 1996, (B)(6) 2001), premature birth and food allergy. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural pain ("fast and easy in-office procedure with little pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), depression ("depression/feelings of depression"), fatigue ("fatigue"), complication of device insertion ("inability to place the essure device in my left fallopian tube due to it not being patent/failed essure"), alopecia ("hair loss"), dyspareunia ("painful sex"), menstrual disorder ("heavy abnormal irregular menstrual cycles"), menstruation irregular ("heavy abnormal irregular menstrual cycles"), menorrhagia ("heavy abnormal irregular menstrual cycles") and allergy to metals ("hypersensitivity reaction to nickel"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy) and surgery (removal of essure). At the time of the report, the device dislocation, pregnancy with contraceptive device, depression, fatigue, migraine, procedural pain, complication of device insertion, alopecia, dyspareunia, menstrual disorder, menstruation irregular, menorrhagia and allergy to metals outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: migraines was treated with otc medications. Plaintiff denies that use of essure caused or aggravated any psychiatric and/or psychological conditions. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: positive. Ultrasound scan - on (B)(6) 2014: pregnancy confirmed. Current weight 180 pounds; approximate weight at the time of essure placement 189 pounds. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. Lack of efficacy is a known possible undesirable event which can occur with the use of any product. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the limited provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device category was changed from device other event to incident. Patient's demographic details were updated. Essure migrating to her uterus, right sided pelvic pain subsided within one week of implant removal/ constant localized pain in the right pelvic area, fast and easy in-office procedure with little pain, inability to place the essure device in my left fallopian tube due to it not being patent/failed essure, hair loss, painful sex, heavy abnormal irregular menstrual cycles and hypersensitivity reaction to nickel were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.